Event description:
A (B)(6) male patient contacted zoll customer support to report that the monitor response buttons were not functioning properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not function properly) was confirmed. As received, the response buttons were intermittent. The cause of the improperly functioning response buttons is the intermittent function. The cause of the intermittent function is a defective rear response button. The root cause cannot be positively identified. No adverse event resulted from the defective response button. The patient was issued a replacement monitor.